Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [(B)(6) 2019]: air/water channel: pseudomonas aeruginosa (3cfu/channel), suction channel: pseudomonas aeruginosa (number of microbes is unknown), instrument channel: pseudomonas aeruginosa (number of microbes is unknown), auxiliary channel: pseudomonas aeruginosa (2cfu/100ml), [(B)(6) 2019]: air/water channel: unspecified microbes (number of microbes is unknown), suction channel: unspecified microbes (number of microbes is unknown). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.